Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise in the electrogram, non-sustained ventricular tachy cardia (vt) episodes with high frequencies, and high short interval counts (sic). In addition, unstable lead impedance was noted from the trend data. The pace/sense portion of the lead was capped and replaced. The defibrillation portion of the rv lead remains in use. During the revision procedure, unintentional damage to the right atrial (ra) lead occurred, necessitating removal and replacement of the ra lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.